Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h10: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was used during a stent replacement procedure in the ureter performed on (B)(6) 2021. During the procedure, a kinked was found on the device. It was noted that the stent was inserted into the ureter and when it was pushed a bit forward, it became completely buckled. Several attempts have been performed but they could not advance the stent at all. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event.